Manufacturer narrative:
Eval summary: three samples were returned for eval. Visual examination confirmed that the luer connections were disconnected. Dimensional inspections were performed; the devices were measured and compared to specification, the devices were found to be within the manufacturers specification for luer inner diameter and outer diameter. Assembly of these components during manufacture is a manual process. The most probable root cause is insufficient torque applied to the luer connection during manual assembly. Corrective actions were placed into effect at the manufacturer.

Event description:
The customer reported that 6 sets that were opened for use had become disconnected, resulting in sterile pathway being compromised. No pt injury or adverse event was reported.